Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found tears on the internal portion of the cannula. The device was originally reported for a communication alarm during operation.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received fully deployed. Corrosion was observed on multiple internal components. Cracks were observed on the top and bottom housing. Because the timing and cause of the cracks are unknown, it could not be determined what extent, if any, the cracks contributed to the observed corrosion. All attempts to download the pod data were unsuccessful. All three batteries measured lower than expected. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to tears on the unexposed portion of the soft cannula. The internal tear measured approximately 0.127 inches from the nailhead. The internal tear can be confirmed as the cause of the observed corrosion and data loss. The cause of the reported communication error during operation could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.